Event description:
It was reported that the paramedics were called and the customer was taken to the hospital due to diabetes ketoacidosis and high blood glucose of 555 mg/dl, and he was treated with an insulin drip. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found low reservoir and no delivery alarms. Assisted the customer to run a fixed prime test and the insulin did exit. Performed a high pressure and self test and they passed. It was mentioned that the cannula was bent. Advised the caller that the infusion set and reservoir should be changed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.